Manufacturer narrative:
(B)(4). After reviewing the returned device, the complaint was confirmed. The inspection revealed that top cable pulled out of the up/down gear tooth, creating slack and preventing the device from locking properly.

Event description:
During a (B)(4) trial surgical ablation procedure, the surgeon had difficulty with the atriclip pro135 handle. The elbow lock did not work and kept moving. Another like device was used to complete the case. The patient was off pump and their outcome was not affected.